Event description:
It was reported by the customer that a pyxis medstation es system device was not communicating and all the medication was not showing on station. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication not showing on the station. A technical support specialist confirmed with customer no longer needed assistance with issue. The system functioned as intended after technical support specialist troubleshooted the device.